Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0185 competitor implantable tachy lead (B)(6) 2004. (B)(4).

Event description:
It was reported by remote transmission the patient went to the emergency department after receiving an inappropriate shock. It was further determined the episode of the shock presented with 60 cycle noise. It was noted the patient was wearing an operational tens unit on the posterior middle to lower thoracic region. The device remains in use. No further patient complications were reported as a result of this event.